Event description:
Report per 803.50(a). MDR 3030677-2010-00065. Lack of voice prompts.

Manufacturer narrative:
(B)(4). Product eval pending. Issue is being reported based on the reported symptom the customer reported.